Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1c820, implanted: 2016 (B)(6), explanted: 2021 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient repeated information regarding event that was previously reported and documented. The patient said that on 2017-12-25 they had a stroke and fell. The patient said that about 4 years after date of implant they experienced shocking after an injury that was unrelated which occurred on may 5, 2018 and they saw the hcp around the end of may 2018. The patient said x-rays were taken and hcp said that the ins was not where it was supposed to be according to longevity and that there was tension near the leads, no slack. The patient said therapy was turned off and patient didn't have any issues with bladder/bowel. They worked with hcp again in 2019 and 2020. The hcp performed surgery to remove implant in (B)(6) 2021; however, they were told that the doctor was unable to remove the lead. They said that they felt resistance when tried to pull and didn't want to break, so decided to leave the lead in at the time and consult with another physician that has experience with removing the systems. The hcp consulted with another urologist and attempted to remove the lead in november of 2021. The patient wasn't sure, though that the other physician was going to be present during the actual surgery; however, isn't sure if other physician was actually present or not during the procedure. Patient said that after the procedure was told that the lead was removed however the electrodes (all 4 of them) are still in patient's body, as during the procedure somehow they detached from the lead. The patient read some surgical notes: "we grasped the tine and used gentle pressure curling around the hemostat, all of a sudden we felt a release of resistance and the lead was removed with the wire and the tine; however, the electrode was retained. They did everything that they could to dissect where it was the foramen... And it came to be quite...we were able to see it move, but unable to clearly grasp it, due to that concern...the efforts were abandoned and we irrigated, cleaned and sutured, and closed it up." Patient said can't find another physician to remove the electrodes and her surgeon mentioned that they weren't going to attempt any further due to potential risks that could lead to paralysis. The patient said they have a copy of the x-rays from the initial implant, and another x-ray after their injury, the x-ray after the ins was removed and the x-ray after the last surgery which just shows the electrodes. Patient said that was told that the implant could be removed at any time, said that if would have known that there could be issues, wouldn't ever have received the implant. Patient said that her implanting physician didn't have experience with removing systems, only implanting. The patient thought that hcp told her that the implant was returned to medtronic for analysis. However upon review, the device has not yet been returned to analysis.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1c820. Implanted: (B)(6) 2016. Explanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back reporting they had undergone 3 surgical attempts to remove the system but they were ultimately not able to remove lead electrodes. Patient had cervical headaches and vertigo and was in need of MRI of the head and neck and inquired about MRI safety with electrodes left in the body. Patient asked if [manufacturer] could review any known studies or cases where patient's had MRI's with partial components in the body. Patient services reviewed patient's healthcare provider can contact the [manufacturer] office of medical affairs to request further information if available. Caller stated ins had been removed but proximal portion of lead remains and they confirmed with imaging. Technical services reviewed MRI guidelines don't speak to abandoned components.

Event description:
Additional information was received from the patient. They reported that caller called back in to inquire about materials in lead electrodes. Reviewed material in electrodes and wires and size/spacing of electrodes. Caller repeated same information about the lead being left in and then additional surgery to remove it and not being able to get to electrodes out. The caller reported that the dr told them they were like "little beebees" that came loose and that they "spilled out" of the lead. The caller also noted that the electrodes are not where they are supposed to be and have migrated to the front of the pelvis. When the caller was describing the first attempt at removing the lead, they reported that dr tried to pull the lead after feeling resistance and reportedly told the patient that "I've broken them off in people before" and that is why the dr stopped and left the lead implanted. The caller reports that they need to they are trying to understand the risk associated with a low tesla MRI with the electrodes remaining in the pelvis. Pss reviewed uncomfortable sensation and heating and reviewed that the neurosurgeon can contact technical support for questions. The caller reports that they cannot find anyone who will remove the remaining electrodes without a colostomy and the caller does not want to do that.

Manufacturer narrative:
Continuation of d10: product ID :3889-28, lot# va1c820, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had their system removed because it was causing additional discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 3889-28, lot #: va1c820, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. The patient reported they had an unrelated injury and the device was shocking them and it was painful in that area. They said they had the device removed on (B)(6) 2021. They said the healthcare provider mentioned they might not be able to take the lead out because the healthcare provider had a lead break. They said the healthcare provider gave the lead a tug or 2 and couldn't get it out. Patient services did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further discuss.